Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support during a supply change and disclosed a continuous glucose monitor (cgm) reading of high glucose at 400 mg/dl after previously disconnecting from the ilet and not receiving insulin therapy due to frustration with an earlier supply change process. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resumption of insulin therapy after a complete supply change without medical intervention or hospitalization. Customer care provided troubleshooting and education support during the call. Investigation of this case revealed that device function was available and that the event was associated with user-initiated discontinuation of therapy rather than an ilet malfunction, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user decision to discontinue insulin delivery.